Manufacturer narrative:
(B)(4): physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control provided the customer with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench icon present and that the display was distorted. Upon evaluation of the customer's device, physio-control observed that the display was blue and white. Physio confirmed that as a result of the distorted display, the labeling for both the analyze and charge soft key buttons at the bottom of the display could not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that a liquid had spilled into the battery bay which appeared to damage the battery and the internal assemblies due to shorted connections of 12 volt power contacts. The device was opened and it was observed that the device battery connector was heavily corroded with a white residue coating the pcb and contacts. Additionally, it was observed that the digital pcb software was damaged and the lcd circuitry was not functioning correctly.